Event description:
This rv lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2011 due to noise on egm's and signs of failing. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).